Event description:
Hypersensibility type I [type I hypersensitivity], lymphedema [lymphoedema], respiratory illness [respiratory disorder] ([hyperthermia]), superinfection [skin infection], case narrative: this case occured outside of the USA in spain. On 09-jan-2026, the spanish subsidiary notified teoxane geneva about an adverse event. According to the information received from the physician, a patient was injected with ultra deep (rc/2501030) and rha 4 (current complaint) in the cheeks and in the mandibular angle. On (B)(6) 2026 the patient experienced a type I hypersensitivity reaction with a suspected sur-infection. Considering the severity of the reaction (according to pictures received), the case was assessed as reportable. The patient was prescribed: antihistamines (loratadina 10mg/24h), corticoids (urbason 40im, dacortin), antibiotics (amoxivlav). Few days (2-3 days) after the reaction the patient also experienced fever in a context of respiratory illness, which resolved with nsaids. The local medical expert was contacted and confirmed the type I hypersensitivity diagnosis and thought this type I hypersensitivity reaction was combined with lymphatic blockage in the pre-jowl and submandibular areas, resulting in lymphedema. He recommended that the patient sleep with her head elevated and, in addition to treatments prescribed. He also recommended not starting hyaluronidase until the inflammatory process has subsided. At the time of this report the patient's symptoms are monitored and the investigations are on-going.

Manufacturer narrative:
According to the information received the case seems to be linked to a type I hypersensitivity reaction. Localized allergic reactions that may manifest minutes to hours are well-known and documented adverse reactions to hyaluronic acid filler injections. They are immune-mediated reactions related to patient conditions such as allergies to ha, lidocaine, or nickel composing the needle. With medical treatment, symptoms can be fully resolved quickly and without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. Skin infections may appear within days after injection. These are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Infections are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier. Lack of asepsis during injection and/or posttreatment care and intraoral injections are common etiologies for this complication. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teoxane products. At this stage, due to the lack of information regarding the nature of lymphedema (cancer history of the patient as a potential pre-existing condition), the relatedness of the symptoms with the injection of teosyal puresense ultra deep has been assessed as not assessable. However, similar complaints remained monitored should any signal be detected.

Manufacturer narrative:
Localized allergic reactions that may manifest as lymphedema and firm nodules are well-known and documented adverse reactions to hyaluronic acid filler injections. They are immune-mediated reactions related to patient conditions such as allergies to ha, lidocaine, or nickel composing the needle. With medical treatment, symptoms can be fully resolved quickly and without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. Skin infections may appear within days after injection. These are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Infections are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier. Lack of asepsis during injection and/or posttreatment care and intraoral injections are common etiologies for this complication. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.

Event description:
Hyprsensibility type I [type I hypersensitivity] ([lymphoedema], [nodule], [skin induration]) suspected sur-infection - signs suggestive of infection - inflammatory signs suggestive of contamination at an injection entry point. [Skin infection] ([pain], [erythema]) respiratory illness [respiratory disorder] ([hyperthermia]). Case narrative: on 09-jan-2026, the spanish subsidiary notified teoxane geneva about an adverse event. According to the information received from the physician, a patient was injected with ultra deep (rc/2601030) and rha 4 (current complaint) in the cheeks and in the mandibular angles. On (B)(6) 2026 the patient experienced a type I hypersensitivity reaction with a suspected sur-infection. Considering the severity of the reaction (according to pictures received), the case was assessed as reportable. The patient was prescribed: antihistamines (loratadina 10mg/24h) corticoids (urbason 40im, dacortin) antibiotics (amoxiclav). Few days after the reaction (2-3 days), the patient also experienced fever in a context of respiratory illness, which resolved with nsaids. The local medical expert was contacted and confirmed the type I hypersensitivity diagnosis and thought this type I hypersensitivity reaction was combined with lymphatic blockage in the pre-jowl and submandibular areas, resulting in lymphedema. He recommended that the patient sleep with her head elevated in addition to treatments prescribed. He also recommended not starting hyaluronidase until the inflammatory process has subsided. According to the information received on (B)(6) 2026, the patient was on a decreased corticosteroid regimen, at this date with no longer signs of infection or pain. The local medical expert contacted the injector who confirmed that a lymphoedema occurred due to a type I hypersensitivity reaction, which was slightly complicated in the initial days by signs suggestive of infection, as the area was erythematous and inflamed. He believed the reaction was a type I hypersensitivity reaction complicated by contamination at an entry point. The lymphoedema was followed by the development of several firm nodules, which gradually resolved. Treatment included corticosteroids, antibiotics, and hyaluronidase. Overall, this appeared to be a combination of two processes: a type I hypersensitivity reaction and, concomitantly, inflammatory signs suggestive of contamination at an injection entry point. Despite several reminders no additional information was retrieved, therefore the case was closed as this. Imdrf annex g is erroneous is this case. Please consider code g04127 ¿ syringe